Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the single leaflet device attachment/slda could not be determined. The reported mitral regurgitation (mr) was a cascading event of reported slda. Lastly, the reported hospitalization and additional therapy/non-surgical treatment was result of case specific circumstances. The reported patient effect of mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, medical intervention, and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 1. Then on (B)(6) 2020, imaging showed the clip became detached from the posterior leaflet but remained attached to the anterior (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized. On (B)(6) 2020, the patient underwent a second miraclip procedure for additional treatment, and mr was reduced to 1+. There was no clinically significant delay in the procedure. No additional information was provided.